Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for permanent contraception (lot number c59253, expiration date in may-2017). When hcp was attempting to insert in the tube, it seemed to stop, so he pulled it out and the coil came off in the uterus and then he retrieved the coil from her uterus and took the whole thing out. He went back in and put it in on the right side and achieved bilateral. She had some pain on the left side when he went to put it back. Afterward she seemed to be fine. Follow-up received on 31-may-2016 with additional information on 06-jun-2016: information received from physician states that essure broke while inserting. Health care professional had to retrieve it (right side) and informs that coil stopped clicking to come off and not in the tube. Bilateral placement (as reported). Hcp was a little vague but hcp seemed to have rollback difficulty (wheel, not coil, stopped clicking). She did see the coil & part of it appeared to have birdnested (bunched up) on itself and the rest was linear (looked normal) as can occur when it is stretched out and then recoils. She does not think it was broken but could not be sure if possibly a little piece had broken off. She did not tell hcp to save it because she did not think it was needed. Follow up 08-jun-2016: undeliverable follow up letter was returned. Follow up in progress. Follow-up information received on 17-jun-2016 and additional information received on 21-jun-2016 with no new clinical information. Quality safety evaluation received on 22-jun-2016: (B)(4). Lot number c59253, production date 26-may-2014, expiration date 31-may-2017. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After tile first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function if all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Rollback difficulty is defined as an event in which either the user is unable to perform initial rollback of the thumbwheel due to very high resistance, or able to perform initial rollback of the thumbwheel, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a rollback difficulty event. The most likely root causes are a defective thumb wheel or defective catheter rack which prevents the rollback mechanism, inadvertent closure of a hysteroscopy valve during the placement procedure which binds up the catheter components and prevents rollback movement, excessive solder material which could prevent components from sliding past each other, a damaged micro-insert which could bind the micro-insert to the outer catheter and prevent catheter movement, or tubal spasms which bind catheter components and temporally restrict the movement of catheter components. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a rollback difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and during placement procedure, essure broke. This event, seen as device breakage, was considered anticipated upon receipt of the product technical analysis. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, essure broke while inserting and the physician had to retrieve it. On the right side, the coil stopped clicking to come off and was not in tube. Since the event occurred associated to insertion procedure, causality between breakage and essure use, cannot be excluded. Upon receipt of follow up information, this case previously seen as other event, was assessed as other reportable event since the breakage was reported. This event did not lead to serious injury, however, it might had led under less fortunate circumstances. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical event cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Follow up received on 28-jul-2016: device breakage questionnaire was returned (undeliverable). Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and during placement procedure, essure broke. This event, seen as device breakage, was considered anticipated upon receipt of the product technical analysis. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, essure broke while inserting and the physician had to retrieve it. On the right side, the coil stopped clicking to come off and was not in tube. Since the event occurred associated to insertion procedure, causality between breakage and essure use, cannot be excluded. Upon receipt of follow up information, this case previously seen as other event, was assessed as other reportable event since the breakage was reported. This event did not lead to serious injury, however, it might had led under less fortunate circumstances. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical event cannot be totally excluded. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
(B)(4).